Manufacturer narrative:
The pump user guide states: warning: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 31mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site, which subsequently delivered 30 units of insulin to the customer. Bg was addressed via a glucagon injection. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage.